Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The product was evaluated through manufacturing and radiographic review, however, the reported infection could not be confirmed. Radiographic inspection identified evidence of possible loosening of the anterior femoral component as well as the tibial stem and posterior tibial plateau. The device history records were reviewed and no discrepancies relevant to the reported event were identified. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Per package insert for the persona knee system, infection is known adverse effect of this system. However, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Additional concomitant medical products: persona cps articular surface cat# 42522600716, lot# 62828278; persona stem extension tapered cemented 14mm cat#: 42557000114, lot#: 63492928; persona e all poly patella cat#: 42540200035, lot#: 63404727; persona ps femur cemented cat#: 42500006202, lot#: 63387673. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 06824, 3007963827-2018-00220, 0001822565 - 2018 - 06845, 0002648920 - 2018 - 00864, 3007963827 - 2018 - 00221. Product location unknown.

Event description:
It was reported that the patient was revised after initial knee procedure due to infection.